Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for failed self test. It was reported that alarm did not occur during the rewind or prime sequence. It was also reported that insulin pump beeped for three times and alarmed. Self test was failed due self test failed alarm. It was reported reports that there were air bubbles in the tubing which was long in size. Customer¿s blood glucose was high of 484 mg/dl and 585 mg/dl which was treated with manual injection. Drive support cap was normal. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.